Event description:
During a subcromial decompression, it was noted at the end of the case there was a red mark on the patient, not sure if it is a burn or if the doctor was being too aggressive.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B) (4).